Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unspecified date, it was reported the surgery went well with the nail implantation. Unfortunately, the proximal holes could not be locked with the aiming device. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.